Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range (oor) impedance of greater than 2000 ohms, loss of capture (loc) with high pacing threshold. Additional information was received that the cause of this observation was not determined. The field representative had the patient performed isometrics but still got oor measurement. Reprogramming done. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.